Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2019 and suture was used. During sewing uterus the needle pulled off the suture. The needle was retrieved from the patient. Changed another one to complete the surgery. There was no adverse patient consequence reported.